Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside clinical use at the time of the reported event. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the system was unable to boot up. Upon troubleshooting, it was confirmed that the user had to switch it on using the gpdu (power distribution unit) button of the review module. To resolve the issue, the rse instructed to switch off using the review module button, switch off the gpdu using the off button, and switch off the power board, then restart everything. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.